Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Foreign- (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a slightly calcified mid lesion. During inflation at 8 atm, the balloon ruptured. The procedure was completed with the suspect device. No patient injury reported.